Event description:
It was reported that the patient presented in clinic after experiencing syncopal episode. Device interrogation revealed that the patient's atrial leadless pacemaker (lp) exhibited capture failure due to high capture threshold. The lp was explanted and replaced with a transvenous system. The patient was recovering with no additional complications.